Event description:
The facility reports the patient was placed into the lift. According to the home manager, all precautions were taken before they began to lift the patient. As soon as they moved the lift to place the patient in the wheel chair, the patient dropped to the floor along with the sling and hanger bar (also called the jib) assembly. The cnas assisted the patient right away. The patient incurred a cut on the left side of his mouth and bruises.